Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Field service engineer inspected reagent probe a assembly. The fse replaced the reagent crane a valve and the hamilton valve to resolve the issue. (B)(4).

Event description:
The customer reported a leak from the reagent probe a on the unicel dxc 600i synchron access clinical system. The leak was contained to the instrument. The customer was wearing a lab coat, gloves and eye protection. No reports of injury or customer exposure. No reports of erroneous patient results generated.